Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. The battery compartment was reportedly cracked and there was evidence of moisture in the battery compartment. There was reportedly no damage to the battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a review of the black box data showed three reboots on (B)(6) 2016. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was observed under the display lens. The pump failed a leak test at the battery compartment. The returned battery cap was able to fully attach on the pump; however, the pump lost power during a 24 hour duration test. The pump¿s current draws were found to measure above specifications. The complaint was duplicated due to a high power draw. The pump cover was opened and moisture was found on the continuous glucose monitoring board. The current draw returned to specifications after unplugging the continuous glucose monitor flex..